Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model #fg-5400-00j, s/n: (B)(4); coolflow tubing set, model #d-1233-01-s, lot #764026; carto 3 reference patch, model #d-1283-02, lot #ll010116. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for ventricular tachycardia with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Initially, mapping was being conducted with a pentaray catheter, but it was causing frequent premature ventricular contractions. Catheter was changed to a smarttouch and mapping continued. A voltage map was created to confirm the origin of the arrhythmia. There was low voltage from the cardiac apex to the free wall, therefore mapping was completed quickly. During mapping phase, the patient became hypotensive and tamponade was confirmed. Pericardiocentesis yielded an unknown amount of fluid. Remainder of procedure was aborted. Blood pressure was stabilized and the patient was transferred to the intensive care unit. No ablation had been performed. There is no information regarding extended hospitalization. Patient outcome was improved at the time of complaint report. Physician's opinion regarding the cause of the adverse event is that it was related to patient condition. Factors cited that might have contributed to the adverse event included a large area of low voltage in the ventricle that could be secondary to a cardiac muscle issue. No transseptal puncture was performed. There is no information regarding the sheath used. Generator was set on power control mode. No ablation was performed. There is no information regarding irrigated catheter flow setting. There is no information regarding anticoagulation during the procedure. There were no error messages observed on any biosense webster equipment during the procedure.

Manufacturer narrative:
(B)(4). It was reported that a female patient underwent an ablation procedure for ventricular tachycardia with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for the functionality of the sensors on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed; no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.